Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with inset infusion sets despite three infusion set changes about 1.5 hours apart, with no bent cannulas noted and possible insertion into scar tissue suspected, and replacement infusion sets were arranged. Symptoms included hyperglycemia with a reported blood glucose of 250 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.